Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however a photo was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. This document represents our final report.

Event description:
Lap procedure - "dr. (B)(6) found at the end of the lap. Procedure a part of the our seal in situs. It was the disc seal inlay. She told me that she cleaned the trocar with a compress after fluid came in. No other complications."patient status: ok.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.